Event description:
It was reported that during a supply change the user was unable to select the ¿yes¿ option to confirm drops on the ilet interface, consistent with a temporary screen responsiveness issue that was resolved after restarting the ilet via the mobile app, after which the user successfully completed the supply change. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included remote troubleshooting and user education conducted by customer care. Investigation of this case revealed normal function after reboot with no recurring malfunction observed, consistent with a transient user interface responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was user interface performance recovering after a restart, with no device deficiency confirmed.